Event description:
Information received by medtronic indicated that the baseline flow (coaxial connector) icon was continuously displaying when trying to start the case. The user switched to their other cryoconsole and was able to successfully complete the case. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed by field service engineering. Console n-6314 failed the inspection due to a defective check valve (cv4).